Event description:
It was reported that a user experienced persistent low-glucose alarms and perceived incorrect blood glucose readings from the ilet system, with device readings in the 50s to 80s mg/dl range while a contemporaneous fingerstick measured 79 mg/dl; the user expressed intent to remove the device and displayed significant frustration, and customer support initiated troubleshooting and offered escalation to the clinical team. Symptoms included low glucose with associated distress. Outcomes included no reported hospitalization and user self-treatment with oral carbohydrates. Investigation included customer support troubleshooting and education with a plan to escalate to clinical review. Investigation of this case revealed that the cause of the reported hypoglycemia and discordant readings was unclear, and no device component malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.